Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 812:00 was confirmed as failure code 812:05, but was not reproduced during product evaluation. Failure code 812:05 is a cascade failure from failure code 810:11. To address the condition the air in line print circuit board was recalibrated. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 812:00. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.